Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves. Product ID d-evolutfx-34 (lot: 0012864346); product type: 0195-heart valves. Product ID l-evolutfx-34 (lot: 0012804160); product type: 0195-heart valves. Product ID d-evolutfx-34 (lot: 0012926717); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aortic valve replacement procedure, an infold was discovered in the transcatheter aortic valve while inspecting the valve under fluoroscope and again while opening the valve. The valve was not used and a new system was used for loading. An aggressive pre-dilation was performed with a 25 millimeter balloon over the annulus. The valve was deployed and an infold was noted. The valve was recaptured and removed from the patient. A non-medtronic valve was then implanted.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aortic valve replacement procedure, a fold was discovered in the transcatheter aortic valve while inspecting the valve under fluoroscope. The valve was not used and a new system was used for loading. An aggressive pre-dilation was performed with a 25 millimeter balloon over the annulus. The valve was deployed and an infold was noted. The valve was recaptured and removed from the patient. A non-medtronic valve was then implanted. Additional information was received that a procedural delay of at least 5-10 minutes occurred as a result of the infold due to loading a new valve.